Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, which were stored as non-sustained ventricular tachycardia (svt) episodes. This rv lead remains in service. No adverse patient effects were reported.